Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: during investigation, the pump powered on with audible tones and vibratory function. The audible tone was found to be within specifications. The pump case was opened and no damage or defects were found to the audible tone circuit. The complaint of no audible tones was not duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was reported that the audio feature of the pump was operating in an intermittent fashion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.